Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was experiencing ECG disturbance, even when patient is lying without moving and correctly placed electrodes. In this state, the need for therapy may not be able to be determined, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted physio-control to report that their device was experiencing ECG disturbance, even when patient is lying without moving and correctly placed electrodes. In this state, the need for therapy may not be able to be determined, if needed.this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.